Event description:
An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and the reported failure to hold a charge allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that this physician had an issue with his programming system. The physician reported that the handheld device will not hold a charge: the hhd dies upon being removed from the charger. The suspect device has not been returned to date.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.